Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in poor physical condition. The top case was found to be chipped and cracked, the left and right plunger cases were also cracked, and the tamper seal was removed/broken. Evidence of the customer's reported problem regarding "check clutch error" was identified in the pump event history log. Additionally, the customer's reported issue was verified upon simulated use testing. The keypad and main board connections were broken and the leadscrew nut was loose possibly causing the check clutch problem. This issue was caused by the customer's incorrect assembly of the device. Reference the "parts replacement" section of the medfusion technical service manual for instructions on proper assembly of the medfusion pump. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Based on these investigation results, the leadscrew was shimmed to factory spec .002, the main board and keypad were replaced due to broken connections, the top case and left and right plunger cases were replaced, updated worm gear, motor mount and changed teflon washers with a delrin one, and installed cable guard per eco:12-0097. No corrective actions will be taken at this time; smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
User facility requested repair of a medfusion pump due to "check clutch error, broken cpu board connector, broken keypad connector, cracked plunger case". No patient involvement was reported.